Manufacturer narrative:
Sjm had limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00854. The pt received an scs system including two percutaneous leads from different lots on (B)(6) 2008. It was reported that the pt was in an automobile accident and after which he began feeling stimulation in his ribs. A diagnostic test revealed invalid impedance readings for several contacts of his right side lead. An x-ray was also taken which showed that both leads had migrated. Surgical intervention will be scheduled at a later date to address this issue.